Event description:
The customer reported on (B)(6) 2022, a suspected false positive result from a rapid result covid test system on #6 subject of 8 individuals. Carestart sars-cov-2 ag tests was performed on (B)(6) 2022, with product lot number: cp21m23. Tests were performed by professional on 28 individuals and 8 individuals tested positive with faint test line and they retested twice after one hour and all 8 individuals were then negative.

Manufacturer narrative:
The customer must conduct serial testing at least 24 hours but no more than 48 hours between tests. However, the patient performed the serial testing only after one hour of initial testing. In the light of faint lines from the initial test results, small amount of covid-19 virus might be available in nostril area at that time; and very small amount of virus might be present at the time of the serial testing, which performed after one hour of initial testing; and this inadequate serial testing might result in false negative results on second and third serial testing. Retained product was tested against qc panels and clinical samples from access bio asymptomatic patients, resulting in all valid results. Furthermore, batch records of cp21m23 were reviewed and no deviations affecting product quality were identified. Requested customers to return a few boxes for in-house evaluation. If any difference results were identified or any critical information is received by customer, follow-up reports will be submitted. Access bio will continue to monitor further complaints through our data trending programs and take further actions based on identified valid trends.